Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber was forward firing. The procedure was completed with a second fiber and no clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate(pvp) procedure, the fiber was forward firing. The procedure was completed with a second fiber and no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device found the glass cap had a circumferential fracture distal to the bevel edge. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. Additionally there was a fracture in the fiber immediately distal to the control knob. The device passed the signature verification test and there was no issues with the connector, segments or tabs. When connected to a hene (helium-neon) laser test fixture, the aim beam was present a the fracture location distal to the control knob. Based on the investigation results an evaluation conclusion code of unintended use error caused or contributed to event was assigned. The fracture in the fiber body was most likely caused by over bending the fiber. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance. This is the most probable cause for the distal circumferential fracture.